Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the bonding around the lens is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the disrupted image was due to a defective video cable. A definitive root cause could not be identified for the damaged bonding around the lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a disrupted image. There were no reports of patient harm.